Event description:
Patient's blood glucose level was approximately 300mg/dl in the morning. He administered a bolus of insulin with his insulin infusion pump. He went to work but became ill, vomited, and went to the hospital where he was admitted with diabetic keoacidosis. At the hospital the insulin set was disconnected and it was observed that no insulin was coming from the end. The cartridge and set were thrown away and replaced with a new set-up . His blood glucose level returned to normal and he continued to use the same pump when released from the hospital.